Event description:
Additional information determined that the patient had not been prepped for the procedure.

Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the reported event of an audible alarm when selecting the start button was confirmed. The generator successfully passed the post (power on self test) and booted to the software application menu. An audible alarm sounded when selecting the start button. The root cause was isolated to the internal memory card located at the microprocessor board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.

Event description:
Prior to the procedure, with the patient in the room, the start button was selected and an audible alarm sounded and the generator didn't boot. The procedure was cancelled and rescheduled.